Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it is known that it is a child. The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number s13a08071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned sample it was noticed that the patient line was disconnected from the set. The patient line was reconnected to the set and a therapy was run with no defects noted. However, the root cause can not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection of one of the lines on a pediatric low recirculation set during use. The disconnected line was reconnected by the caregiver and the set was used for therapy that night on the home patient (hp). The hp had no symptoms but was treated with antibiotics as a prophylactic measure for two days using vancomycin and gentamicin. There was patient involvement, but no patient injury was indicated in association with this report. No additional information is available.